Manufacturer narrative:
This is one of two device reports for this event. Associated MFR report numbers: 1225714-2014-00143 and 1225714-2014-00144. Additional info has been requested and will be submitted upon receipt accordingly.

Event description:
Additional information received noted that the patient expired on the day of event onset. The event was alleged to have been caused by the patient's exposure to the product administered during dialysis treatment.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on an unknown date after the use of the product.

Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated mdrs # 1225714-2014-00143, -00144.